Event description:
(B)(4). Event occurred in (B)(6). It was reported that catheter was released from tubing at quick release connection and few hours later, the patient noticed that insulin was leaking. In the investigation it was found that the tubing was detached from the tubing connector. No further information available.